Event description:
S/p left total hip arthroplasty in 2004. Post op course uneventful. Two mos later, pt experienced dislocation of left hip. Prosthesis implanted was a ceramic head and insert. Radiology findings showed the head of implant dislocated frm shell liner. Three days later to surgery for repair (open) of dislocated left hip. Ceramic head found to be in 3 pieces 1 with several small pieces. All removed and ceramic head replaced with new prosthesis (same type).